Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging an inaccurate delivery event. The reporter alleged they felt the pump was delivering more insulin than the pump should be. There was no indication that the product caused or contributed to an adverse event. Customer support has made several attempts to contact the reporter in follow up; however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because there is an allegation against the delivery function of the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 14-nov-2019 with the following findings: during investigation, there were no delivery defects found. The pump passed all required testing for delivery accuracy. According the the pump history the pump is delivering the programmed basal rate. The basal total daily dose is not consistent due to the use r editing the basal segments. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.